Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - a small post operative bleeding from the scar of the ICD pocket was observed. An adrenalin soaked wading was applied to stop the bleeding. This is all of the information that was provided to us. Should additional information become available, this event will be updated.